Manufacturer narrative:
E1. Additional contact: (B)(6). Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.

Event description:
An complaint was received regarding a bag spike adapter that experienced leakage during patient use. It was stated in the report that after completing the chemotherapy infusion, leakage was observed during the final flush due to a crack in ch3034. There was no bleedback reported. There was patient involvement, but no patient harm reported.